Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06963. It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The non- totally occluded target lesion was located in a tortuous coronary artery. After a 185cm j-tip pt moderate support guide wire crossed the lesion, a 2.50x24mm promus element stent was advanced however a lot of resistance was encountered and the device was unable to pass through the guide catheter. The physician attempted to maneuver and push the device however the shaft of the stent delivery system (sds) broke into two pieces. The sds with the stent was quickly removed from the patient. Then a 2.25x24mm promus element stent was selected however during unpacking of the device outside the patient's body, it was noted that the stent appeared to be deformed and was loose on the sds balloon. The stent was then dislodged and fell on the floor. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.